Manufacturer narrative:
The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced low blood glucose (bg) less than 40 mg/dl with no reported signs or symptoms of hypoglycemia associated with an inaccurate readings issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The reporter stated that the cgm reading was 6.7 mmol/l but the bg meter reading was 2.2 mmol/l. The reporter alleged that the low bg was due to the cgm not providing a low bg warning, due to the inaccuracy of the sensor. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate cgm reading issue.